Manufacturer narrative:
(B)(4). Date sent: 01/28/2025. D4: batch#: unk. Additional information was requested, and the following was obtained: for the locked-out devices: did the device lock-out (no staples deployed and no cut line started)? Staple deployed. Knife did not return home after deployment. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Or, did the device fully fire and stop during the automatic knife return? Yes. Was there any difficulty opening the device? Yes. One of the devices has to use manual lock out mechanism. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Yes all devices eventually opened. For the damaged device: what part broke (closing trigger, firing trigger, handle, jaws, buttons, etc.)? Did any piece break off of the device? No. Did it fall into the patient? No. Did retrieval alter the procedure in any way? No. If yes, please explain. Devices have bends in the anvil area. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec45a with lot number: 131d89; and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open whipple procedure, the surgeon tried to clamp down and they maybe closed on a clip and then attempted to fire the device. The device locked out. Another device was used to complete the case. During the case that second device locked out. Case was completed with a third device. There was no patient consequence nor surgical delay reported. Additional information requested.